Event description:
The users reported that internal oxygen tube came off at the manometer side of the anesthesia system. This caused a huge bang and leaking o2. There have been no devices delivered to any customers in the u.s.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.